Event description:
A hosp lead cvt reported a discrepancy in the vessel measurement. The dr. Did a pre and post ivus recording. They used the dots to measure area of vessel and it also automatically gives them minimum and maximum diameters. On both the pre and post ivus it was showing a 6mm vessel. This did not make sense to the dr. Who has been using ivus for years. He figured there was an issue with the new room and how our system was setup. He put in a 3.5 stent and it looked great on the post ivus loop, but the ivus vessel measurement was still saying 6.0. The patient was discharged from the hosp and is doing well.

Manufacturer narrative:
(B)(4): the system was returned to the MFR for evaluation. A visual outside inspection of the returned system was performed and no damage was noticed. The system was powered on and it booted up as expected to the normal patient screen. The system event logs were reviewed by the MFR software engineering and no issues were encountered. The issue is further being investigated by volcano r&d and a supplemental report will be submitted when the MFR's investigation is completed.